Event description:
It was reported to philips that amc motor drive failure caused a geo error on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced amc triple servo drive hp-lp-lp and amc motor drive and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).